Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a "low battery". The event occurred in the infusion therapy department. The facility representative stated that there were no reports of patient injury, adverse event or medical intervention. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. No additional information is available. The user interface module master software version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause were depleted main batteries. The main batteries and battery harness have been replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced prior to this event. A device history review revealed that there were no exceptions during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).